Event description:
The customer reported the display had faded or missing segment. No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. External visual inspection found no damage or defects. The unit powered on and off using battery power. The device was able to obtain measurements with all the enabled parameters but the values were not readable because of the led display segments not illuminating. Internal inspection found contaminant on several system board components, which resulted in loss of led segment illumination. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the display had faded or missing segment. No patient impact or consequences were reported.